Manufacturer narrative:
At this time, product has not yet been returned and the provided serial number is not valid. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a high reading issue with the freestyle libre sensor. The customer obtained a sensor scan of 'hi' (> 500 mg/dl), and called doctor who advised to treat with insulin (dose/type unknown). The customer subsequently became dizzy, sweaty, and was unable to move, and adc meter results of 50 mg/dl and 60 mg/dl were obtained as compared to sensor scans of 'hi' and 500 mg/dl. The customer required treatment of sugar-water, carbohydrates, and fruit juice by a third-party. There was no report of death or permanent injury associated with this event. The caller additional reported comparisons of 80 mg/dl and 69 mg/dl adc meter against 500 mg/dl and 500 mg/dl sensor, taken at unknown time in relation to event. All results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.